Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused oxaliplatin. The total volume in the bag was 286cc set to deliver over 3 hours. The user had to program additional volumes twice with a total volume infused per pump 360cc over 3 hours and 40 minutes. Another vp-16 had a total volume in bag of 512cc set over 1 hour. The total volume infused was 630cc and took over 2 hours, the user had to add volume 3 times. There was no known patient injury or medical intervention associated with this event. No additional information is available.